Event description:
It was reported that an aiqca had inaccurate values during use. The bp reading was 40mmhg below compared to the arm cuff, which was placed on the opposite arm of the finger cuff. Rep tried to resolve issue by moving the cuff from initial finger, second finger, and third finger, but issue continued until rep exchanged the aiqca with a aiqcl. Bp correlated perfectly after the exchange. Cuff was attached to a hemosphere. There were no patient injuries. Patient was an over 100kg male with bmi greater than 30. The device was discarded at the hospital. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.